Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose was 173mg/dl at the time of incident. The customer reported when he connects the tubing to the reservoir and puts in the pump the insulin is squirting out real fast. Customer states they are unable to exit the preparing to prime loop. Customer started his blood glucose was 170mg/dl but his blood glucose is not over 200mg/dl. Customer states the drive support cap is sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.